Event description:
It was reported that (1) lcsc5 was used during an unknown procedure. It was reported by the rep that when foot pedal was pressed, blade did not work. A new generator was used and blade still did not work. A new blade was attached which worked fine to complete the case. There was no consequence to patient.